Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack open on battery area and had no power. The customer reported no adverse event. The event involved product mmt-1811. Troubleshooting was performed. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1811 was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement. The pump was monitored for 1 day. No power loss anomaly noted during testing. Power problem-battery loss anomaly was not confirmed. The pump was received with broken battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: scratched case and pillowing keypad overlay. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 57.0 received the lowbatteryalert (104) on (B)(6) 2025 21:41:00 after more than 7 days at 9.63 days. Battery cycle 29.0 received the lowbatteryalert (104) on (B)(6) 2024 18:10:00 after more than 7 days at 8.25 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2024 09:26:01 after more than 7 days at 26.72 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. The pump was received without the battery cap. The pump history file lists data on (B)(6) 2009, on (B)(6) 2016, on (B)(6) 2024 to (B)(6) 2025. There was no data available on (B)(6) 2025 to (B)(6) 2025. Perform the history review on (B)(6) 2025 to (B)(6) 2025 in the pump history file and found 2 sensor error alerts on (B)(6) 2025, 2 lost sensor alerts on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 21:41:00.000, and 11 failedbatttest (58) on (B)(6) 2025 the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed battery test alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.1 mv). The pump passed the required tests. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.